Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual inspection and global transmitter functional testing. The reported fault could not be reproduced. The customer complaint could not be confirmed. The root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.